Event description:
Additional information was received from the rep. It was reported that the rep was trying to schedule a session with the patient for a 5-time attempt of physician mode recharge.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the patient recently had a hysterectomy surgery recently and had postponed the charging sessions at the time of report.

Manufacturer narrative:
Report source: foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep initially thought the ins was over discharged, but then they thought the ins was flipped. The rep had limited information and indicated that the patient's story kept changing. The rep couldn't interrogate the ins with the physician programmer or the recharger, and the patient reported charging problems as well as that they had lost weight. The rep palpated the ins and it felt fluffy and near the header block it was tender. The patient didn't want the rep touching it because it was painful. The rep called the manufacturer's technical services to get assistance with looking at imaging to see if the ins was flipped. It was noted that the rep emailed the photos to technical services; however, the images were not received. The rep stated that the patient programmer wasn't available so it was unknown if it would communicate. The patient lost therapy, but couldn't provide a date when this occurred. The patient also couldn't provide a date for the last successful recharge. The rep was walked through navigating to the recharger statistics which noted that the last recharge session had a date of (B)(6) 2000. It was noted that the ins was in the right flank. The rep described images noting that the header block was darker and more to the outside, almost as if the ins was tilted. The rep confirmed that they could see the patient's spine in the imaging and that the leads were exiting the header block away from the spine. It was noted that from the imaging described the ins appeared to be oriented correctly. The steps for performing a physician recharge mode (prm) were reviewed, and the rep was successful in starting a prm. The patient reported that the event began specifically one week prior to (B)(6) 2019. Additional information was received from the rep. It was reported that the rep did two prms and the ins was still not recovered from over discharge. The rep said that they confirmed that the ins was not flipped. The rep did antenna locate and the numbers were 52 on the left and 70-80 in the middle number. It was noted that the patient had not used the device since the summer of 2018.